Manufacturer narrative:
(B)(4).

Event description:
Pt mom stated inaccuracies between smart device and fs readings.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(4)/2018. Data was received for evaluation, no additional event or patient information is available.